Manufacturer narrative:
(B)(4). MFR awaiting product return for further investigation.

Event description:
Customer reports pt act result running approx 30% higher than expected with cuvette lot h91ljec012. Act results on lot h91ljec012 vs. M91ljac021. Customer stated that the high results may be due to the qc being very technique sensitive.